Manufacturer narrative:
Continued partial implant date: 2003. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture and exchange due to patient¿s concerns with the product.

Event description:
Healthcare professional reported right side rupture and exchange due to patient¿s concerns with the product. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Rupture observed, broken shell and missing piece of the shell assessed, as to inconclusive. Additional observations: no other observation observed. No further actions are required, as the device was implanted.